Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: atrioventricular synchrony in the background of ventricular noise and undersensing. Ann noninvasive electrocardiol. 2017;22:e12425. Https://doi.org/10.1111/anec.12425.

Event description:
A journal article was reviewed that contained information regarding this patient¿s ventricular lead. The article reported that the ventricular lead showed noise, undersensing, loss of capture, lack of pacing/undersensing, high impedance and ¿variable¿ pacing thresholds. The leac was extracted and a new lead was implanted. The location/status of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.